Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have woken up with high blood glucose and was not sure why. Customer changed infusion set and found that cannula was bent. Customer changed infusion set again and received a no delivery alarm. Customer's blood glucose was 462 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer was not able to troubleshoot for no delivery due to discarding infusion set. Customer declined high blood glucose troubleshooting.